Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02072, 05137, and 05138.

Event description:
It was reported patient is experiencing pain, swelling, limited mobility, and limited range of motion. Patient had manipulation performed to "break it loose". Attempts have been made and additional information is not available.

Manufacturer narrative:
Upon reassessment of the reported event, this event will be reported on medwatch number - 0002648920-2017-00557.